Event description:
It was reported that during a lap appendectomy procedure, after firing, the device could not be opened. The surgeon had to cut it out. Over stitched by hand. No further information is available. There was no patient consequence.

Manufacturer narrative:
Date sent: 12/18/2007. Information anticipated, but unavailable at this time.